Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 549mg/dl and an unspecified level of ketones. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and was prescribed manual injections. Reportedly, the customer was released on 6/5/21 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.